Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 9, with a fault ID available. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support assisted the customer with resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any issues reoccur.